Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c156ee, serial/lot #: (B)(4), ubd: 24-mar-2021, UDI#: (B)(4); product ID: etew2020c82ee, serial/lot #: (B)(4), ubd: 13-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during the index procedure, after a stent was placed in the left renal artery (lra) a dissection occurred. It was noted that the lra dissection could have possibly have been caused by the wire. The dissection was discovered with a second stent as treatment and the event was resolved. The investigator assessed the event as related to the index procedure, not related to the endurant ii stent graft system. No additional clinical sequelae were reported and the patient is fine.